Event description:
It was reported ongoing intermittent occlusion alarms occurred, multiple times over the last two months, leading to high blood glucose readings that displayed as ¿high,¿ no specific value or date provided. Customer gave correction insulin by injection to address the elevated blood glucose and continued to use the pump for insulin therapy.